Event description:
Caller reported a malfunction on pump after it was dropped. There was no adverse impact to the customer¿s blood glucose level. Cts provided pump reset information and assisted caller with resetting pump, and customer may continue to use pump, having been instructed to call back if malfunction code recurs.